Event description:
Customer called lfs in 2002 alleging ot basic meter's display was missing segments. The issue was unresolved with troubleshooting. Customer did not experience any adverse events. Meter has been replaced.